Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Rupture: no observed. Additional observations: crease flat observed, on the device.

Event description:
Patient reported, left side ¿rupture¿. Healthcare professional, later reported, capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Healthcare professional confirmed "there was no rupture", this has been removed from the record and is no longer reportable. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side ¿rupture¿. The device has been explanted and replaced. Healthcare professional reported " deformation and pain due to capsular contracture 3¿ and ¿badly crumpled. Healthcare professional confirmed, "there was no rupture", this is no longer reportable. The device has been explanted.

Event description:
Patient reported left side ¿rupture¿. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Continued: a.4. Weight: 65.80 kg. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional later reported capsular contracture, baker grade unknown. The device has been explanted.